Event description:
The customer observed multiple occurrences of positively biased hdl cholesterol quality control (qc) results on the vitron 250 analyzer. Biased results of this type may lead to inappropriate physician action no patient results were reported. There was no report of patient harm as a result of this event.